Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00868, the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using a pod packing coil (podj). During the procedure, the physician advanced a lantern delivery microcatheter (lantern) in the endoleak using a needle and placed a ruby coil in the target vessel. While attempting to advance a podj through the lantern, the podj became stuck inside the lantern and could not be pushed forward; therefore, the lantern and podj were removed together. The procedure was completed using a non-adhesive liquid embolic agent and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.